Event description:
The mitek affiliate reports that the silicone dam/seal split off into the pt. They believe that all was retrieved from the pt. The surgeon is stating that this is pt harm due to having to retrieve the broken silicone dam.